Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a broken sensor wire. At the time of the event patient was unable to begin cgm session. Patient proceeded to remove sensor from insertion site. Upon sensor removal, patient reported that the sensor wire broke and was shorter compared to before sensor insertion. Patient reported experiencing discomfort at site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).